Event description:
It was reported during the knee prosthesis surgery that the saw blade broke. The broken pieces were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-600-312s, sagittal speed cut blade, batch 087346, was received for investigation. - visual inspection revealed that the distal end of the device was broken off, including the cutting teeth. - functional testing was not performed due to the damage to the device. - the most likely cause is misuse, which results from excessive user-applied mechanical forces or prying, which leverages the device during use. - refer to investigation photos. - complaint allegation is confirmed.